Manufacturer narrative:
A system displaying ¿low battery warning¿ message was reported to abbott. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Corrected: h6 - health effect - clinical code & impact code.

Event description:
It was reported patient did not lose therapy prior to ipg replacement. Ipg was reaching end of life, and it is unknown if this occurred prematurely.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's ipg reached end of life. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.